Manufacturer narrative:
Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was discovered fractured in decontamination after sterilization.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation; however a small fragment was not able to be returned for further evaluation. Visual inspection of the device found that the anterior portion of the central post has fractured off. The device also exhibits signs of extended use including nicks, gouges, and scratches. The device had an approximate field age of 2 years and 2 months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.